Event description:
I hi had a CT scan done (B)(6) 2018 and I had a follow up with my obgyn to talk about my CT scan results on (B)(6) 2018 but at my appointment, she told me everything looked fine she didn't see anything wrong and disagreed with the radiologist. I noticed in the radiology report after a rn pointed out to me at my pre op the same day (different procedure) that something wasn¿t right with my filshie clips the report said both of my filshie clips were on the left side one located in the region of the left fallopian tube and the other filshie clip had migrated to the left med mesentery area. I got a second opinion today (B)(6) 2018 and the doctor I saw and her fellow colleagues disagreed with the first obgyn that I saw on (B)(6) 2018 that they saw that my filshie clips had come dislodge from my fallopian tube and is now migrated to my med mesentery, and they said it's unbelievable the original obgyn misses it, but they won't know the full extent of the damage it has caused until they go in for surgery. I go back to the doctor on (B)(6) 2018 to discuss which surgery will be best to remove my migrated filshie clip. This has caused me severe abdominal pain and now unwanted stress and an upcoming surgery that will cost me a lot of money.